Event description:
It was reported that during an unspecified procedure a pinhole leak was noted. A 2.00x30mm apex monorail balloon was advanced to treat an unspecified lesion. During the first inflation attempt to an unknown atmosphere it appeared that the balloon would not inflate "properly". The device was removed from the patient and inflated in saline when a pinhole leak was noted. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the catheter was visually, tactilely and microscopically examined along the entire length. Due to the amount of dried contrast in the balloon, the device was soaked in a warm water bath overnight. Upon further microscopic inspection, a balloon pinhole was found on distal end of balloon on top of distal markerband. No further damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unspecified procedure a pinhole leak was noted. A 2.00x30mm apex monorail balloon was advanced to treat an unspecified lesion. During the first inflation attempt to an unknown atmosphere it appeared that the balloon would not inflate "properly". The device was removed from the patient and inflated in saline when a pinhole leak was noted. The procedure was completed with another of the same device. There were no patient complications reported.